Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to power off, clean scope connectors with an alcohol prep pad, allow to dry completely, plug in and power on, no more error, powered off, removed, and plugged back in, powered on, received an error again. Tac instructed the customer to send the scope in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, a e315 (scope communication error) displayed on the evis exera iii colonovideoscope when a clv-190 was connected. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Attempts to retrieve additional information from the customer are in progress. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined as the device was not returned for evaluation. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image.¿ olympus will continue to monitor field performance for this device.